Event description:
The patient reported noticing that the patient's heart rate was sometimes in the 20-30 bpm range for minutes to hours. The patient sometimes felt fine, and other times did not feel well. The patient was seen in the emergency room and was told by a technician that the device was working fine. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 1216t-52 competitor lead, implanted: (B)(6) 1991; 1022t-52 competitor lead, implanted: (B)(6) 1991. (B)(4).